Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: external battery malfunction.

Event description:
Major pump unit(s) involved: external control system failure;non-pump failure- the battery clip became faulty- equipment recall.specific component(s) involved: external battery malfunction; recall on battery clip.causative or contributing factor: no specific contributing cause identified.type: lvad.